Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is expected, but has not yet been received for evaluation. (B)(4).

Event description:
A customer reported there was no irrigation and a system message displayed during quadrant removal of cataract with intraocular lens implant procedure. The product was exchanged procedure completed with no harm to the patient.